Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 725 mg/dl with ketones, and a low bg level of 26-32 mg/dl. Reportedly, the customer fell and the customer¿s head was hit. Customer required assistance addressing elevated bg levels with a bolus via the pump and administering manual injections, and customer required assistance addressing low bg levels with carbohydrates. The cause for the reported issue was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.